Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Per additional conversations with initial reporter, it was reported that the valve was scheduled to be revised.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient's wife is reporting an incident concerning a codman hakim valve, 823164. She writes: "has this valve been pulled from the market? I know there is a problem with this valve as my husband has one? I do not like the answers im getting from the ¿new physicians ¿. His ventricles are collapsed going on 3 months now. Having more & worse symptoms than when shunt was placed. According to website this valve should be able to be closed. My husbands is not. I believe the term used was leaking."